Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to manufacturer.

Event description:
It was reported that patient had hip revised due to infection. The first revision was done due to metal on metal debri from the primary implants from wright medical. Surgeon decided to use the mdm insert into the wright medical's cup. This was an off-label use. Sales rep indicated that there will be no further information, implants, etc due to hospital and doctor policy.